Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend instrument for failure analysis investigation. The instrument was analyzed and there was no damage to the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut seal test 2 of 2 attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend instrument for failure analysis investigation. The instrument was analyzed and was found to have the grip pulley dislodged from dowel pin at the back end the instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The grips did not open and close.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the 8mm vessel sealer extend (vse) instrument stopped working. No fragment fell into the patient. No error message. No damage or extreme motion when utilizing the instrument. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was attempting to reopen the jaws of the vessel sealer extend (vse) instrument. The vse would no longer work as intended. Cutting and sealing was being used prior to the vse no longer working. No error messages appeared, but the instrument could not be utilized. When the vse worked, the seal cycle completed with the fast audible tones as expected. Tissue effect was observed during the sealing cycle. No tissue was ever cut that was not fully sealed. The tissue could not be engaged because the instrument would not open. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue. There was not any unexpected additional bleeding experienced by the patient. The surgeon believed that the vse issue was caused by a recognition issue. There was not any unexpected additional bleeding experienced by the patient. Patient demographics were requested but were unable to be provided.